Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The detachment occurred at the coupling to the base.the infusion set had been in use for only a few hours at the time of the incident.the insertion site was the abdomen. The insertion site was the abdomen. The patient's blood glucose level was measured at 300 mg/dl. No further information available.